Event description:
The device was being used. For a cardiac cath lab procedure. The device is used with an ac power adatper. According to the reporter, the device took too long to charge x3 during the procedure and a backup was brought in and used to complete the procedure. No adverse affects to the pt were reported as a result of the device use.